Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena on (B)(6) 2011. Concurrent conditions included insomnia, arthralgia and incontinence of urine. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2013, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines") with photophobia, bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), constipation ("gastrointestinal condition: constipation,"), headache ("headaches"), paraesthesia ("tingling"), tinnitus ("tinnitus"), abdominal pain lower ("cramping"), uterine leiomyoma ("fibroid in the posterior uterine myometrium"), dizziness ("dizziness"), ovarian cyst ("right ovarian cyst"), endometriosis ("endometriosis") and abdominal distension ("inflammed abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dyspareunia and abdominal pain lower was resolving, the uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the migraine, bladder disorder, urinary tract disorder, fatigue, constipation, headache, paraesthesia, tinnitus, uterine leiomyoma, dizziness, ovarian cyst and endometriosis outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, constipation, dizziness, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, ovarian cyst, paraesthesia, pelvic pain, tinnitus, urinary tract disorder, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes on (B)(6) 2016 - lumbar spine x-ray: resulted in contraceptive device is in the pelvis. Assessment: closed fracture of the coccyx; back contusion on (B)(6) 2016- ultrasound abdomen: essure coil is partially seen, small fibroid in the posterior uterine myometrium. 4.9 cm x 2.6 cm x 5.1 cm simple cyst right ovary is normal flow both ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine haemorrhage, dyspareunia, migraine, headache, back pain, ovarian cyst, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, product information updated, concomitant condition added, events added as follows:- vaginal haemorrhage, menorrhagia, baldder disorder, urinary tract disorder,fatigue, constipation, headache, pelvic pain, photophobia, paraesthesia, tinnitus, abdominal pain lower, uterine leiomyoma, dizziness, ovarian cyst, endometriosis, abdominal distension. Essure was removed by total hysterectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena on (B)(6) 2011. Concurrent conditions included insomnia, arthralgia and urge incontinence. Concomitant products included cilest (sprintec), estrogen nos (estrogen), gabapentin, ibuprofen, medroxyprogesterone acetate (provera) and norethisterone (micronor). In 2012, the patient experienced migraine ("migraines") with photophobia, headache ("headaches") and ovarian cyst ("right ovarian cyst"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding (vaginal)/ spotting") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and abdominal pain lower ("cramping"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced paraesthesia ("tingling"), tinnitus ("tinnitus") and nausea ("nausea"). In (B)(6) 2013, the patient experienced constipation ("gastrointestinal condition: constipation,"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2014, the patient experienced uterine leiomyoma ("fibroid in the posterior uterine myometrium"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dizziness ("dizziness"), and inflammation ("inflammed abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, back pain, dyspareunia and abdominal pain lower was resolving, the uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the migraine, bladder disorder, urinary tract disorder, fatigue, constipation, headache, paraesthesia, tinnitus, uterine leiomyoma, dizziness, ovarian cyst, endometriosis and nausea outcome was unknown and the inflammation had not resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, constipation, dizziness, dyspareunia, fatigue, headache, inflammation, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, tinnitus, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, and endometriosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes on (B)(6) 2016 - lumbar spine x-ray: resulted in contraceptive device is in the pelvis. Assessment: closed fracture of the coccyx; back contusion on (B)(6) 2016- ultrasound abdomen: essure coil is partially seen, small fibroid in the posterior uterine myometrium. 4.9 cm x 2.6 cm x 5.1 cm simple cyst right ovary is normal flow both ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine haemorrhage, dyspareunia, migraine, headache, back pain, ovarian cyst, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 12-jun-2018: information from pfs. Concomitant drugs added. New event added: nausea. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.